Manufacturer narrative:
(B)(4). Device evaluation: one used 16 gauge 65 centimeter dual-lumen PICC line was returned for evaluation. During visual examination it was noted the catheter was damaged approximately 1/2 inch distal to the bifurcation. The damage consists of a rupture of both lumens, the catheter material appears stretched as if the catheter wall has ballooned and ruptured. This kind of damage is consistent with over-pressurization. Both lumens of the catheter are occluded with a material consist with dried blood distal to the ruptures and the catheter is patient proximal to the ruptures. As per direction received from the FDA on 12/09/1999; the manufacturer completes in it's entirety regardless if the user facility completes all or any, therefore may contain corrected and/or additional data.

Event description:
Uf # (B)(4).